Manufacturer narrative:
Per tandem user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause hypoglycemia (low bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experiencing ongoing, intermittent low blood glucose (bg) levels. During troubleshooting it was discovered that the customer was inadvertently performing the load fill tubing sequence while connected to the site. Lowest blood glucose level reported by the customer was 39 mg/dl. Customer consumed carbohydrates to address the low bg and tandem technical support educated the customer to not be connected to the pump during the fill tubing process and customer acknowledged.